Event description:
It was reported that the patient had lost weight and the wire was superficial. The patient was scheduled to undergo extension revision on 2013 (B)(6) to bury the wire deeper since the weight loss. There was no diagnostic testing performed. It was noted that there was no alleged product issue. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient was "great". It was stated that the doctor buried the lead deeper. The impedances were checked in the operating room and they were all "within range" and they matched impedance values prior to surgery.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 377760 lot# v006158, implanted: 2006 (B)(6); product type lead product ID 377760 lot# v006158, implanted: 2006 (B)(6); product type lead. (B)(4).